Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 30 mg/ml concentration at 10.8 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that the patient went into surgery on (B)(6) 2017 to remove their spinal cord stimulation (scs) device (reason asked, unknown). The hcp stated the device was really close to the catheter and the hcp accidentally pulled out the intrathecal segment of the catheter. The hcp stated they cut out 29.5 cm of the old catheter then added 29.5 cm of a new catheter and connected it to the existing catheter. The hcp wanted to know what to prime and technical service specialist (tss) reviewed to prime new segment of catheter only (0.0649 ml). No symptoms were reported. The hcp stated they would not be sending the removed portion of the catheter back to the manufacturer. No further complications were reported.